Event description:
It was reported that the patient had an external backup battery (ebb) fault alarm. The ebb was reseated and then exchanged in an attempt to resolve the alarm. The alarm persisted so the patient's system controller was exchanged. The exchanged system controller and ebb were discarded as they were out of warranty.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis and no log files were submitted for review. Additional information provided on 15feb2022 stated that no log files were sent, and that the controller exchange resolved the alarms. Provided information stated that the exchanged backup battery and system controller were discarded. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.